Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent procedure on an unknown date, and absorbable hemostat was used. During surgery there were parts of lump in the cotton. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?)=>inside - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance?=>it seemed that it was a chunk of the product. - what was the texture?=>see above - are there any photos of the foreign matter available?=>no have - is it possible that the foreign material fell into packaging upon opening of device?=>no - was the product seal on the foil still intact when the package was opened?=>yes - will the device be returned for evaluation?=>yes if yes please return all relevant packaging material the following information was requested, but unavailable: - what is the lot number? =>unk this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found investigation summary the product was returned to ethicon for evaluation. One open folder with a surgicel fibrillar for product code 1961. Upon visual inspection of the samples, no foreign matter was observed. However, it was noted that the surgicel fibrillar material exhibited incomplete carding. The carding was measured and met the required standards. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.